Manufacturer narrative:
The customer stated qc fliers were noted at the time of the event. The customer performed twice weekly maintenance and replaced the na electrode. A bci field service engineer (fse) performed preventive maintenance. The issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high ion-selective electrode (ise) results generated by the synchron lx 20 pro clinical systems. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate instrument and lower results were obtained. The customer provided one example from one patient which is shown. Patients treatment was not impacted by this event.